Event description:
A 2.5mm diameter x 14 mm length micro driver rx coronary stent system was inserted into a pt for the treatment of a left circumflex lesion. The vessel morphology was reported as moderate tortuosity with severe calcification and 90% stenosis. The lesion was pre-dilated. It was reported that another MFR's stent was attempted first, however; it was unable to cross the lesion. It was reported that the physician then attempted the micro driver; however, he felt resistance while passing through to the proximal side of the target lesion. The stent was unable to cross the lesion side and the physician attempted to remove the delivery system. Upon pulling back the delivery system the stent dislodged in the circumflex. The physician attempted to snare the stent which was unsuccessful. The pt was sent to surgery. The device was discarded. No additional clinical sequelae was reported and the pt's condition is unknown. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.